Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that two to three weeks ago they had a lot of tingly feelings and random shocks throughout their body when not charging. One time it was in the shoulder blades, one time in the left side under the ribs, up and down both legs. It did not happen when patient was recharging. The shocking happened random times during the day. Patient talked to oncologist doctor a week ago and patient thought it was neuropathy. Patient services said if issue doesn't resolve follow up with healthcare provider (hcp) and they suggested bringing equipment to appointment.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.